Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event around lunchtime in which the glucose level dropped into the 40s, and the user took oral glucose for treatment; additional details about the event and device performance were not available. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included communication with the user¿s caregiver and analysis of information provided by the third party. Investigation of this case revealed that there were no findings available, the medical device problem could not be characterized due to insufficient information, and the specific device component involved could not be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.